Event description:
The hcp reported the pt was admitted to the hospital with undersoding sysmtoms. Numerous attempts have been made to obtain additional information.

Manufacturer narrative:
B5 - additional information from the hcp reports the patient presented with increased spasticity, fever, and diaphoresis. An x-ray was done that showed the catheter was in the intrathecal space, no dye or roller studies were done. The pump reservoir was slow in drug and the pump was refilled. The patient was taken to surgery where the hcp was able to get good cerebrospinal fluid flow. The pump was replaced. The patient is reported to be doing well, is back to baseline, and is to be discharged from the hospital.